Event description:
Philips received a complaint on the v60 ventilator, indicating that the device would not work on alternating current (ac) power. The device was not in use on a patient at the time the device issue was found. No reports of harm. The philips biomedical engineer (bme) went to the customer site and replaced the device power cord to resolve the ac power issue the ac power led was now illuminated on the device front panel. The device diagnostic report (drpt) was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.